Event description:
Philips received a complaint on the heartstart xl device indicating that there were ECG errors during testing. The device was evaluated by a philips field service engineer (fse) and it was confirmed that the paddle cable was faulty. The paddle cable was replaced, and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.